Event description:
It was reported that during preparation, two blast shields were burned and it was perceived that the device had low power output during operation. There was no report of patient outcome.